Event description:
It was reported that tip detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. Upon removal, the catheter was pulled out from the sheath. Upon checking, it was noted that the balloon part was missing and was confirmed that the tip part has remained inside the patient. The detached part was able to be pulled out from the patient. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that tip detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. Upon removal, the catheter was pulled out from the sheath. Upon checking, it was noted that the balloon part was missing and was confirmed that the tip part has remained inside the patient. The detached part was able to be pulled out from the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the shaft is separated 36.8cm from the tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified with the device and no patient complications were reported.